Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was delayed in responding to presses. Additionally, the pump touch screen was unresponsive and became frozen on the "welcome to tandem" screen. Customers blood glucose was 201 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.